Event description:
Pt initially reported the rubber stopper got stuck on the piston rod. Pt reported receiving an e7 (electronic error) alert after removing the rubber stopper. On (B) (6) 2010, pt reported the insulin cartridge has gotten stuck in the infusion device several times and insulin leaked into the infusion device. Pt reported attempting to dry it out. Pt stated about 2 years ago the piston rod was moving slowly with difficulty, but gave no alarm. Pt reported receiving little to no insulin resulting in a blood glucose of 44 mmol/l (792 mg/dl) and ending up at a clinic. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.